Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented after experiencing syncope. Upon review of the electrogram strip right ventricular (rv) loss of capture (loc) was observed. The output for the rv lead was increased. Boston scientific technical services (ts) was consulted to review the electrogram strip and confirmed loc. It was noted that the loc occurred during a pacemaker mediated tachycardia (pmt) episode. Ts discussed the loc may be rate dependent, but also suggested obtaining an x-ray to ensure proper lead placement. The field representative noted no x-ray was taken to date. The ICD and rv lead remain in service and no additional adverse patient effects were reported.